Manufacturer narrative:
The complaint describing a leaky cannot be verified, the head set meets product specifications. Result no samples were returned for investigation however the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013, patient reported she has been experiencing elevated blood glucose readings. Patient stated her blood glucose level was higher than her normal range; exact reading was not provided. Patient's normal range is 180-220 mg/dl. Patient alleges her elevated blood glucose issues were caused by defective infusion sets. Patient reported that 2 of the infusion sets form one box had leaked. Patient stated she first noticed the leak approximately 2 weeks ago, on (B)(6) 2013 and the other infusion sets from the same box were very difficult to remove the insertion needle. Patient reported when she removed the infusion sets form the blister packs, the infusion set tubing appeared to stick together. Patient stated she does not bolus because it causes her blood glucose to drop. Patient reported she changed the infusion set and her blood glucose level is currently normal. Patient stated the leak in the infusion set occurred in the tubing. Patient reported she discovered the leak when she noticed liquid on her body. Patient stated she thought she had spilled something but discovered it was insulin from the tubing. Patient did not save the leaky infusion set but still has one left from the box. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.